Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the intended procedure was to treat a mildly tortuous, moderately calcified mid circumflex de novo lesion with a 2.75 x 28 xience xpedition drug eluting stent. However, while unpacking the device, it was noted that the stent had dislodged from the stent delivery system. There was no patient involvement. A new xience xpedition was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.